Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and reportedly there was a blockage in the cartridge. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.